Event description:
Customer reported experiencing symptoms of low blood glucose and losing consciousness due to not receiving a meter when he expected it. He reported being transported to the hosp and being diagnosed with severe hypoglycemia. The customer was reportedly treated with "glucose gelatin" and candy. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
Because the event was caused by a delivery issue no product is expected to be returned. This is a final report.